Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for short v-v intervals and lead impedance. It was also reported the r wave recently doubled and noise presented on the electrogram. A clinical data review showed a high amount of sensing integrity counts, non-sustained ventricular tachycardia episodes and a "little" decrease in lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.